Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five infusion set issues in which patch did not stick to skin upon insertion due to adhesive issue event on 02 apr 2026. Due to the event, patent experienced high blood glucose level and was treated with correction injection via multiple daily injection. The patient replaced infusion set and resumed insulin deliveries successfully.